Event description:
A (B)(6), male, pt, contacted zoll customer support to report that he was receiving excessive check therapy pad messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon receipt the electrode belt failed the therapy electrode recognition test and was unable to deliver a treatment. Upon evaluation the front therapy electrode pulse wire connector was not soldered to the distribution node. The root cause for the defective pulse wire cannot be positively determined. No adverse event resulted from the damaged pulse wire. The pt received a replacement electrode belt.